Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the upper buttocks. On (B)(6)2025, it was reported by the parent that the pediatric patient was receiving multiple low readings at home. When they made a comparison with a bg fingerstick (fs), it showed 159 mg/dl and their cgm read 65 mg/dl. The patient was not experiencing any symptoms at this time. However, the patient's parent still sent the patient to a medical center on (B)(6). No medication and no medical procedure was done. The parent was not able to provide comparison of readings when the patient was at the hospital. The parent said that the patient was discharged on (B)(6)2025. The patient kept on having inaccurate readings so they stayed at the hospital for 6 days to monitor the patient condition. At the time of the report the patient was feeling fine. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).